Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "patient attended clinic for sact. PICC leaking at site on flushing and patient experiencing ¿bubbling sensation¿. PICC removed. No harm to patient. Patient refused peripheral cannulation for sact. Sact discarded. Patient attended the next day for new PICC then sact afterwards. Additional information provided 02/21/2024: no patient harm. Delay in patients treatment until the following day. Sact (chemotherapy) had to be discarded and new treatment made up the following day. Used sample. Cytotoxic medication requiring biohazard precautions.

Event description:
It was reported, "patient attended clinic for sact. PICC leaking at site on flushing and patient experiencing ¿bubbling sensation¿. PICC removed. No harm to patient. Patient refused peripheral cannulation for sact. Sact discarded. Patient attended the next day for new PICC then sact afterwards. Additional information provided 02/21/2024: no patient harm. Delay in patients treatment until the following day. Sact (chemotherapy) had to be discarded and new treatment made up the following day. Used sample. Cytotoxic medication requiring biohazard precautions.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and the cause is unknown. One 4fr sl powerpicc solo catheter was returned for evaluation. The returned product sample was evaluated and a kink impression with a longitudinal split was observed at the 6cm mark on the catheter body. A secondary kink impression without a split was observed at the 4cm mark. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "patient attended clinic for sact. PICC leaking at site on flushing and patient experiencing ¿bubbling sensation¿. PICC removed. No harm to patient. Patient refused peripheral cannulation for sact. Sact discarded. Patient attended the next day for new PICC then sact afterwards. Additional information provided 02/21/2024: no patient harm. Delay in patients' treatment until the following day. Sact (chemotherapy) had to be discarded and new treatment made up the following day. Used sample. Cytotoxic medication requiring biohazard precautions. Additional information was received for this event as part of a focus survey. The following additional detail was provided: the exit site marking of the PICC after placement was 4cm. Securacath was used. Infusates infused through the PICC: taxol. Break was internal at the 7.5cm marking. 3ml chlorehexidine 2% ipa 70% used to clean the catheter site during dressing change.